Manufacturer narrative:
Additional information was added to d4(expiration date: update to n/a), h4, h6, h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed that the blood was backing up into j-loops (catheter extension sets). The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the events occurred on unspecified dates further described as "every day". E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was backflow of patient blood during use of an unspecified quantity of non-dehp standard bore catheter extension sets. This was observed in the preoperative setting after placing the sets on the patients. There was no report of patient injury or medical intervention associated with this event. No additional information is available.